Event description:
It was reported that the patient's device's capture management was not giving consistent results. The patient will be monitored closely for changes and the device remains in use. It was noted that the patient was experiencing atrial fibrillation at the time of the interrogation. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.